Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that accuracy was 1.5 mm far from the target. Issue noted during preventative maintenance. There was no patient present when this issue was observed.

Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. Analysis found that the reported complaint could not be duplicated. The returned psu was found to be in good working condition and passed an accuracy test (aak) at 0.23 millimeters with a passing threshold of 0.35 millimeters. No problem was found with the returned psu. If information is provided in the future, a supplemental report will be issued.